Event description:
It was reported that the pt underwent a posterior lumbar surgery at l4-s1. It was reported that two of the pt's pedicles cracked during bone screw insertion. It was felt that this was not a pt safety issue but the pt will be monitored. No additional pt complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.